Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with rubber stopper moved.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with rubber stopper moved.

Manufacturer narrative:
Investigation summary: two photos received for investigation. Upon observation, it is possible to visualize the badly assembled stopper defect. However, the defect reported by the customer (badly assembled stopper) in the number of pieces indicated is within the acceptable quality limit. The stopper is inspected upon receipt, evaluating quality characteristics such as incomplete stopper, cut stopper, damaged stoppers, etc., material was approved and approved for its use. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect could have been generated during the manufacturing process by a mismatch in feed rails. Evaluation performed to the vision system at the manufacturing line to identify the defect.